Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller reports they put patient in an MRI machine and they made a mistake and it kind of burned patient. Patient was in there no more than 2 or 3 seconds it was not a flesh burn or anything that sent patient to the hospital, and patient has since recovered. No further complications were reported.